Event description:
It was reported the device exhibited a "no disposable" alarm overnight. The device has been off more than eight hours. The device settings read: rv: 219.1, rate: 5.4, given: 29.4. No adverse patient effects were reported by the customer.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause of a pump alarming no disposable is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.